Event description:
During preparation for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. Before advancing the sheath into the patient the dilator was inspected and found to have a burr on the tip. The sheath and dilator were replaced and the procedure was completed. No patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Faradrive sheath was returned with the dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Damage on the dilator tip was noticed. An attempt to evaluate the sheath for functionality observed difficulty in rotating the steering knob, preventing the sheath from engaging deflection. Inspection of the dilator confirmed the damage on dilator tip. Dissection of the sheath handle found the friction gasket adhered to the shaft of the sheath and the distal surface of the screw component, resulting in the failure to perform deflection as seen during functional evaluation. Laboratory analysis of the returned faradrive steerable sheath confirmed that the dilator tip was damaged.

Event description:
During preparation for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. Before advancing the sheath into the patient the dilator was inspected and found to have a burr on the tip. The sheath and dilator were replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During preparation for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. Before advancing the sheath into the patient the dilator was inspected and found to have a burr on the tip. The sheath and dilator were replaced and the procedure was completed. No patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Faradrive sheath was returned with the dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Damage on the dilator tip was noticed. An attempt to evaluate the sheath for functionality observed difficulty in rotating the steering knob, preventing the sheath from engaging deflection. An attempt to evaluate the compatibility of the sheath and dilator observed a successful insertion and did not encounter any complications. Inspection of the dilator confirmed the damage on dilator tip. Examination inside the valve hub identified excess adhesive on the inner rim of the shaft which likely contributed to the damage at the dilator's distal tip during a previous attempt to insert the dilator. Dissection of the sheath handle found the friction gasket adhered to the shaft of the sheath and the distal surface of the screw component, resulting in the failure to perform deflection as seen during functional evaluation. To further evaluate the compatibility of the returned sheath and its native dilator, the device and accessory was measured and compared to the design specifications. Based on the data collected during dimensional inspection, the two dimensions were found to be in conformance with the design specifications and correlates to the result of the device-to-device interaction test.